Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection and functional testing did not reveal any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow regulator set had a hole in the tube. This was noticed before use. There was no patient involvement. No additional information is available.